Event description:
During implant, the physician was unable to insert the guide wire to the tip of the catheter. He tried and failed multiple times before asking for a new catheter. There was no attempt to implant the catheter; there was never any danger to the pt. There was no problem fully inserting the guide wire into the replacement catheter. The new catheter was placed and connected to the pump without incident.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.